Event description:
Procedure: roux-en-y. According to the reporter: surgeon closed needle on tissue, attempted to toggle and transfer needle. Needle would not transfer and instrument would not open. It was stuck. This has happened on several occasions over the last 30 days. There was no extended by more than one inch there was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A needle fell into the pt but was retrieved.

Manufacturer narrative:
(B)(4).